Event description:
Healthcare professional reports a case of lymphoma via voluntary (B)(4). Follow up information from the surgeon notes the pt had an augmentation in 1986, exact date unk. The pt presented to the office (B)(6) 2006 for left breast seroma and capsular contracture. The office notes that the seroma was negative for alcl. The pt presents to have removal and replacement of the 168-650 device on (B)(6) 2007 and 15-575 devices were placed. The post-op course was unremarkable until sep 2011 when the pt presents with recurrent seroma that had been noticed the month prior. Explant removal and replacement was carried out with a complete capsulectomy on (B)(6) 2011. Allergan 15-575 were again implanted. There was 30cc of straw colored fluid sent to cytology. The diagnosis of alcl was made in (B)(6) 2011.

Manufacturer narrative:
Medwatch submitted on (B)(4) 2012. Device labeling addresses the reported event of seroma as follows: the core study 7 year adverse event rates: for primary augmentation pts, seroma rate = 1.6%. Primary reconstruction pts = 1.0%. (Other complications). Swelling = 7.1%. Capsular contracture = 15.5%. "After breast implant surgery the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma..." (Allergan silicone labeling). There were no reported events of lymphoma/alcl, for pts in the core study, in the labeling for silicone implants.